Event description:
According to the reporter, the device did not completely cut. The anastomosis was cut out and redid the anastomosis. Patient status reported as fine. Sex: female. Procedure: sigmoid colon.